Event description:
It was reported that the patient had been in the ER with hyperglycemia. The patient's blood glucose levels reached 683 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include feeling unwell. As treatment, the patient was advised to remove the pod from the infusion site on their arm and had some exams done. The type of exams completed were not mentioned. The patient was released the following day. The pod was removed at the hospital, and a new pod was placed the following day by the patient.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.